Manufacturer narrative:
Continuation of medical devices - model: 5076-52, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a progressively rising rv threshold. Reprogramming was completed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.